Event description:
It was reported that the lens was explanted 14 weeks past implant. The reason for the explant was not provided. Additional info has been requested but not received.

Manufacturer narrative:
The lens has been returned and is currently under eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.